Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any malfunction codes reappear.